Event description:
Patient reported the infusion set is leaking at the cannula connection. Patient stated, it was only noticed when the insulin was running down their stomach. Patient reported it is difficult to see the insulin in the infusion tubing when checking for air bubbles because the infusion tubing is not clear. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.